Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced intermittent driveline fault alarms. The customer wanted to know if it was possible to pinpoint the cause and if it was a specific phase. The log files confirmed the driveline fault events throughout the file. The events were being triggered due to an issue in the phase b with the black wire. Troubleshooting was performed by exchanging the controller but the alarms were unable to be resolved. Patient was stable with no other issues and was to be monitored regularly.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed the reported driveline fault alarms; however, a direct cause for the reported event could not be conclusively determined as no product is available for evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue. The submitted log file contained data from 15aug2022 to 22aug2022. The pump operated at or above the low speed limit for the duration of the log file. The log file recorded persistent driveline fault alarms consistent with an issue with phase 2, which is redundantly supported by the black and brown wires. Of note, these alarms were silenced and pump function was not interrupted. The log file appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring foever, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.